Event description:
It was reported that balloon edge extended past the markerband. The 80% stenosed target lesion was located in the non- tortuous and mildly calcified left anterior descending artery. A 2.50mm x 30mm emerge balloon catheter was advanced for pre-dilatation. However, when the balloon was inflated at 18 atmospheres, it was observed that the balloon edge extended well past the markerband. The procedure was completed with no patient complications reported, and the patient was fine.